Event description:
According to the reporter, during a laparoscopic gastrointestinal surgery, the thread broke at the later stage of the surgery when the soft tissue was being sutured and closed. The suturing technique that was used was continuous stitching. Another new same product was used to complete the case. There was no patient injury.